Manufacturer narrative:
Product analysis conclusion: the reported deployment issue could not be assessed from the single still image provided; therefore, the cause of the event could not be determined. Lack of complete pre-implant cts did not allow for a more thorough assessment of the pre-implant anatomy. Procedural angiograms showing the attempts to deploy the device in vivo were not available for review of the reported event. There were no obvious anatomical characteristics, such as vessel calcification or tortuosity, that may have contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair (evar) procedure involving the endurant ii stent graft, the stent could not be deployed normally due to a faulty stent delivery system. The patient had a 56mm aneurysm in the abdominal aorta. The issue was discovered during the index procedure when the stent's gray handle could not rotate after the stent was rotated twice, preventing normal deployment. The faulty iliac branch was withdrawn, and a new iliac branch was reimplanted, successfully completing the evar. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis conclusion :four (4) images were received from the account. One image of the product shelf carton label confirmed the device identity matched that reported on gch. One of the external slider components was removed exposing the trigger and internal slider. The stent graft appears to have been retracted with the graft cover leaving a gap between the taper tip nose cone and the graft cover/stent graft. The graft cover appears to be partially retracted with the bare stent struts exposed and slightly expanded. The deployment/expansion issue was confirmed based on the image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was confirmed that there was no damage to the device packaging. The deployment steps were followed per the instructions for use (IFU) and no excessive force was used when advancing the device through the vessel and. There was no calcification or tortuosity noted in the vessels. They appeared normal and other stents advanced normally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received it was confirmed that the handle became stuck after the delivery system was rotated two times. After several attempts it could not be rotated further. The stent could not be deployed so the delivery system was withdrawn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.